Event description:
Caller reported a malfunction on pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted with pump reset information, and after resetting, the malfunction code did not recur, allowing customer to continue using pump. Customer was advised to contact technical support again if any issues reoccurred and acknowledged the instructions.